Event description:
The pt developed pain at the device pocket site. Cultures were taken, results unk. However, pt was on antibiotics at the time of the culture being taken. The pt was treated with both IV and oral antibiotics and the device system removed. The infection is reported to have resolved.